Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin and injection ceftazidime (1000mg, routes, frequencies, and durations not reported) for the peritonitis. Action taken with dianeal therapy was not reported. The recovery status of the patient was unknown. Additional information is not available at this time.